Manufacturer narrative:
The unit was received with a blank display due to corrosion on all electronic assemblies. The unit was unable to perform the self test along with the off no power, unexpected restart error, displacement, rewind, basic occlusion, prime/compromised force sensor system, occlusion, excessive no delivery, and operating currents tests due to the blank display anomaly. There was also corrosion on the motor home switch and vibrator motor assembly. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump fell out of her bra and landed in the toilet; the display became blank. The patient's blood glucose at the time of incident was 187 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage on the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.